Manufacturer narrative:
The customer did not supply patient's age, date of birth and weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access total bhcg (5th is) reagent was returned for evaluation. The customer was advised to send the patient's sample to the beckman coulter complaint handling unit (chu) for evaluation. The marseilles chu received one (1) sample for investigation. The patient's sample was analyzed utilizing the access total bhcg (5th is) assay on the access 2 immunoassay system (serial number (B)(4)). The marseilles chu obtained two (2) elevated results and confirmed customer's results. Further testing of the sample, with animal derived blocker proteins, did not decrease the sample's signal so the marseilles chu did not find the presence of a patient source interferent in the sample. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining repeatable elevated human chorionic gonadotropin (access total bhcg (5th is)) results for one (1) patient sample involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to one (1) other device and to the patient's clinical file. The initial access total bhcg (5th is) result recovered high. The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 800 access immunoassay system and obtained one (1) elevated result again. The customer analyzed the patient sample on an alternate device, the cobas manufactured by roche, which produced a discordant, low (normal) result. There was no report of patient injury or change in patient treatment associated with this event. The customer did not supply any data or information (quality control charts, calibration curves or system check report) for complaint investigator review but no hardware errors, flags or other assay issues were reported in conjunction with this event. The customer stated they ran quality controls before and after the event and they met specifications. No data or information was provided regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.